Event description:
Bipolar shell and poly liner were not locked during assembly of bipolar. (No sound of snap) poly liner was approx 1mm above from the bipolar shell. Sleeve head impactor was used to impact strongly. Also, the poly liner was pressed strongly by thumbs, but the poly liner was not locked into the bipolar. Therefore, the surgeon decided to use another bipolar head, 47mm and femoral head 28mm - 3.5mm and surgery was completed.